Event description:
The pt's system was explanted due to infection at the pocket site. The pt was treated with antibiotics, and the infection has reportedly cleared.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation. A review of the sterilization records for the explanted devices was completed and no anomalies were noted. This is the final report.